Event description:
It was reported that the user contacted support to review insulin usage history and reported a low blood glucose episode that she self-treated with oral glucose, after which her glucose was within range. Troubleshooting and education were completed during the call. Investigation included a review of device use history and user-reported glucose data. Further investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemic event. No clinical symptoms associated with low blood glucose reported. Outcomes included no reported injury. It was concluded that the event involved hypoglycemia with an undetermined cause and that the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.